Manufacturer narrative:
Richard wolf will evaluate the device once it has been returned from the user facility. A follow-up report will be done.

Event description:
It was reported that during a gyn procedure tip broke off. Surgeon was aware of this when removing instrument from the pt. The surgeon explored the field and no piece was found. The surgeon completed the procedure as no harm to the pt was expected.